Event description:
Patient was revised to address head clicking in shell. Believe cup position might have been too vertical.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.